Event description:
A report was received that the patient underwent an ipg replacement procedure. During a clinic visit it was reported that the patients symptoms returned and that the ipg was at end of life.

Event description:
A report was received that the patient underwent an ipg replacement procedure. During a clinic visit it was reported that the patients symptoms returned and that the ipg was at end of life.

Manufacturer narrative:
Additional information was received that the patient experienced a return of his parkinsons symptoms when the end of life message was received. The primary cell non-rechargeable device received the end of life message as expected on his remote control indicator. The patient is doing well post operatively. The complaint the novi ipg had reached the end of service life was confirmed. However, device exhibits normal characteristics.